Event description:
During an open heart case, the clearview blower/mister kit started leaking air around the filter. Additional product was opened and the same issue occurred again.======================manufacturer response for clearview blower/mister kit, medtronic (per site reporter).======================the sales rep said that the filter is supposed to leak a little air due to hospitals having differing degrees of pressure. The sales rep suggested we put a piece of tape on it to stop the leaking. The or doesn't recall observing this issue until the current lot that we have.